Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for a gi bleed. The patient was believed to have gastritis, non-bleeding arteriovenous malformations (avms), but the avms were cauterized. The patient's inr at the time of the bleed was noted at 1.5, goal is now 1.5-2.0 for inr.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.